Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. Data obtained from the device shows that the pod completed both priming sequences with an expected number of pulses in each sequence. A drive stall was generated towards the end of operation. A drop in pulse widths was observed in conjunction with the failure of the ratchet gear to change from an open to closed state. The pod was successfully reset and paired with the master pdm. The device completed priming, but failed to successfully deliver a 5u bolus. The rerun data replicated the drivestall and dips in pulse widths. During investigation, the teeth of the ratchet gear were observed to be damaged. This damage prevented the hook talon from detenting as intended which would have prevented the firing flat from lining up with the release bar and deploying as intended.